Event description:
Kangaroo nasogastric feeding tube inserted by rn. X-ray and CT scan revealed tube traversing the right lung via the right side bronchial tree, lodging in the posterior pleural space.